Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; intermittent power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2017 with the following findings:a review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap was able to fit to maintain an electrical connection. During the rewind step a call service 078 alarm was emitted. A leak was found in the battery compartment. The pump cover was removed to find internal moisture on the printed circuit board, and internal components. (B)(4).